Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: do not use for more than 29 consecutive days. The uninterrupted use for this device, including immediate replacement with the same or an identical device, is intended to be 29 days or less. Do not use on patients known to be sensitive to or allergic to any components within the system. Do not use on patients who had lower large bowel or rectal surgery within the last year. Do not use on patients with any rectal or anal injury, severe rectal or anal stricture or stenosis (or on any patient if the distal rectum cannot accommodate the inflated cuff), confirmed rectal or anal tumor, severe hemorrhoids, or fecal impaction. Do not use on patients with suspected or confirmed rectal mucosa impairment, i.e. Severe proctitis, ischemic proctitis, mucosal ulcerations. Do not use on patients with indwelling rectal or anal device (e.g. Thermometer) or delivery mechanism (e.g. Suppositories) or enemas in place. As with the use of any rectal device, the following adverse events can occur: excessive leakage of stool around the device. Loss of anal sphincter muscle tone which could lead to temporary or permanent anal sphincter dysfunction. Pressure necrosis of rectal or anal mucosa. Infection. Bowel obstruction. Perforation of the bowel. Single use only. Do not reuse. Reuse and/or packaging may create a risk possibly resulting in patient or user infection. Structural integrity and/or essential material and design characteristics of the device, may be compromised, which may lead to device failure and/or lead to injury, illness or death of the patient." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Photo of patient only.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
On (B)(6) 2015 it was reported that patient noted rectum ulceration after reportedly using the dignishield system for 3 days. No medical/surgical intervention was reported. The device was inserted on (B)(6) 2015 and removed on (B)(6) 2015. Patient's current medication includes ass (aspirin) and dalteparin (5000 ie) and the following medical conditions were reported: aspiration, septic shock. 45 ml of water was used to inflate the cuff during placement. Alleged bleeding was noted on (B)(6) 2015 and (B)(6) 2015 and a colonoscopy was performed on (B)(6) 2015 in order to determine the cause of the bleeding; no further additional medical or surgical intervention was performed to treat the reported ulcerations and the patient's current status is "okay."